Manufacturer narrative:
H3) correction: the software team reinvestigated the reported issue and was unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. They suspect this is not a software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. H6: codes d14 and c19 apply to the system; codes d02 and c10 apply to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the imaging system. No hardware parts were replaced and the system is performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the 2d mode did not show an image. When the site tried to perform a 2d acquisition, in the pendant they could confirm the 2d mode was selected. While pressing the button in the hand switch the lights in the mobile view station (mvs) changed color as if the system was acquiring but no image appeared in the mvs. The site also tried the footswitch but the results were the same: no image showing in the mvs. The 3d images were performed with no issues. After rebooting the system, the issue remained: no image showing in the mvs after 2d acquisition. Troubleshooting was performed with both the handswitch and the footswitch. Plus rebooting the system. The probable cause of the reported issue is unknown. After rebooting without the switches and then plugging them back in the 2d mode worked and the images showed in the mvs. The was no reported delay to the case. No impact on patient outcome. Additional information was received stating that at the time of the event the site did not try to reboot the system without the switches. The site was not able to resolve the issue at the time of the event. Not until the manufacturer representative went to the site did troubleshooting get performed. The site only required the 3d mode for the procedure. The 3d mode was working. They used the lasers to check the alignment and performed the 3d acquisition with no issues.